Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of dental infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine. Following the injection, patient experienced a series of non device related adverse events starting with a mild headahce that resolved on the same day with oral doliprane as treatment. About a month later, patient experienced mild left knee trauma following a fall treated with topical and oral arnica that resolved on the same day. Nine days later, patient experienced mild nasopharyngitis that would resolve two days after onset with daily fervex and doliprane. Approximately three weeks later, patient experienced headaches with the second headache about a week after, and the third about 5 days later. The first two headaches resolved on the same date with one dose of oral doliprane. The third headache also resolved on the same day as onset, with a dose of dafalgan used as treatment. The next day, patient experienced a cold that lasted for three days, that was mild in severity, and required ferves twice daily for resolution. Two weeks after the cold resolved, patient experienced some mild general stiffness that resolved the next day by taking doliprane twice daily. Two and a half weeks later, patient had dental pathology that required dental extraction with prescribed medications of codoliprane and amoxicillin three times daily for 6 days. A little less than three months later, patient underwent another dental extraction with a dental implantation procedure and was treated with 200mg of ibuprofen three times on this same date, doliprane twice daily for 4 days, clamoxyl three times daily for a week, and amoxicillin twice daily for a little over two weeks. Event is noted as resolved.